Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the white (drvn gnd) and blue (can l) wires were open inside the trunk cable. The cause of the failure was isolated to the open wires. The root cause of the open wires was excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.